Manufacturer narrative:
Additional suspect medical device component involved in the event: model number/catalog number: sc-1200. Serial number: (B)(6). Batch/lot number: 373412. Model/catalog description: precision montage MRI ipg sterile kit. Unique identifier (UDI) #: (B)(4).

Event description:
It was reported that the patients spinal cord stimulator (scs) paddle lead had high impedances which was confirmed via x-ray. It was also noted that that the patient experienced an increase in pain whenever stimulation was turned on. The patient underwent a procedure wherein the scs paddle lead as well as the implantable pulse generator (ipg) were replaced. The patient was doing well postoperatively. The explanted ipg will not be returned as it was kept by the medical facility.